Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-18519- device 1 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set tape not sticking after taking shower. No further information was available.